Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl leading to diabetic ketoacidosis. Subsequently, the customer was hospitalized. The customer alleged that the pump and related supplies were the cause of the hospitalization; however, specific cause was not provided. Reportedly, the cartridge was in use for 3 days with humalog insulin. Customer was released 3 days later with no permanent damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, the customer did not respond.